Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the reprocessing camera head had "the end where you plug it in is cracked.". There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, e1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise showing on image. Based on the results of the investigation, it is likely the following led to the malfunction: the end where you plug it in is cracked was confirmed due to damage connector and damage connector seal. Also noise showing on image due to faulty charged coupled device (ccd) was found. The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the reprocessing camera head had "the end where you plug it in is cracked.". There were no reports of patient involvement.